Event description:
It was reported via phone call that the customer had blood glucose levels of 40 mg/dl and 400 mg/dl. It was also mentioned that the insulin pump kept turning off. Customer treated high blood glucose levels with manual injection. Troubleshooting was declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.